Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The target lesion was located in the circumflex artery. A non bsc guide wire was placed in the circumflex artery and a 185cm kinetix guide wire was placed in the obtuse marginal as a buddy wire. An unspecified stent was deployed in the circumflex artery trapping the kinetix guide wire behind the implanted stent. The physician went to remove 185cm kinetix guide wire and 1.5 cm of the guide wire tip broke off inside the patient. The detached tip remains inside the patient's anatomy trapped behind the implanted stent. No further patient complications were reported and the patient status listed as in recovery.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).